Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: pelvic mesenteric fat') and uterine perforation ('perforation (uterus)/the tip of this device may have perforated through the tube or uterine wall') in a 30-year-old female patient who had essure (ess205) (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, headache recurrent, vomiting, irregular menstruation and hemostasis. Concomitant products included butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2016 to (B)(6) 2018, famotidine since (B)(6) 2018, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) since (B)(6) 2010 and sumatriptan (imitrex) from july 2017 to july 2018. On (B)(6) 2010, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea, anxiety and depression outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: ??-mar-2005 and 30-apr-2010.. Discrepancy noted in essure confirmation test in current pfs: no(per pfs). Coiled tips of essure protruding through the serosal surface bilaterally is noted. Essure protruding through myometrium and into serosa on left side. The essure was deployed in the normal standard fashion, leaving about 11 coils. On deployment of the essure it was deployed without difficulty, but some of the coils came uncoiled, but still within normal limits in the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are seen in the region of the uterine cornu on both sides.. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: adenomyosis. -secretory endometrium. -benign cervix with focal acute and chronic inflammation. -benign bilateral fallopian tubes. -paratubal cysts, right fallopian tube.. Ultrasound scan vagina - on (B)(6) 2011: result: iud is high within the endometrial canal, but does not extend into the myometrium. Follicles are noted in both ovaries.; on (B)(6) 2018: bilateral tubal occlusion devices. 1.6 cm right ovarian corpus luteum. Unremarkable left ovary.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, migraine and abdominal pain. Lot number:717011 manufacture date:2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: pelvic mesenteric fat'), uterine perforation ('perforation (uterus)/the tip of this device may have perforated through the tube or uterine wall') and genital haemorrhage ('general abnormal. Bleed') in a 30-year-old female patient who had essure (ess205) (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, headache recurrent, vomiting, irregular menstruation and hemostasis. Concomitant products included butalbital;caffeine;paracetamol (fioricet) from december 2016 to july 2018, famotidine since august 2018, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) since may 2010 and sumatriptan (imitrex) from july 2017 to july 2018. On (B)(6) 2010, the patient had essure (ess205) inserted. In may 2010, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish"), depression ("depression, psych injury") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, migraine, nausea, abdominal pain and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: ??-mar-2005 and (B)(6) 2010. Discrepancy noted in essure confirmation test in current pfs: no(per pfs). Coiled tips of essure protruding through the serosal surface bilaterally is noted. Essure protruding through myometrium and into serosa on left side. The essure was deployed in the normal standard fashion, leaving about 11 coils. On deployment of the essure it was deployed without difficulty, but some of the coils came uncoiled, but still within normal limits in the right ostia. Patient received treatment for pelvic pain, abdominal pain, genital bleeding, psych injury, perforation uterus, migration, migraine, headaches, nausea. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are seen in the region of the uterine cornu on both sides.. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: adenomyosis. -secretory endometrium. -benign cervix with focal acute and chronic inflammation. -benign bilateral fallopian tubes. -paratubal cysts, right fallopian tube.. Ultrasound scan vagina - on (B)(6) 2011: result: iud is high within the endometrial canal, but does not extend into the myometrium. Follicles are noted in both ovaries.; on (B)(6) 2018: bilateral tubal occlusion devices. 1.6 cm right ovarian corpus luteum. Unremarkable left ovary.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, migraine and abdominal pain. Lot number:717011 manufacture date:2010-02 expiration date: 2013-02 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received reporter information was added. New event added genital bleeding. Event outcome for pelvic pain, abdominal pain, migraine, headaches, nausea were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: pelvic mesenteric fat'), fallopian tube perforation ('fallopian tube perforation') and uterine perforation ('perforation (uterus)/the tip of this device may have perforated through the tube or uterine wall') in a 30-year-old female patient who had essure (ess205) (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, headache recurrent, vomiting, irregular menstruation, hemostasis, rheumatoid arthritis, laryngopharyngeal reflux, gerd and temporomandibular joint arthralgia. Concomitant products included butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2016 to (B)(6) 2018, famotidine since (B)(6) 2018, loratadine, medroxyprogesterone acetate (depo-provera), omeprazole, paracetamol (tylenol) since (B)(6)2010 and sumatriptan (imitrex) from (B)(6) 2017 to (B)(6)2018. On (B)(6) 2010, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish"), depression ("depression, psych injury") and abdominal pain ("abdominal pain"). On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal. Bleed"), dysmenorrhoea ("dysmenorrhea") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the device dislocation, fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, anxiety and depression outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, nausea, abdominal pain and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6)2005 and (B)(6)2010. Discrepancy noted in essure confirmation test in current pfs: no(per pfs). Coiled tips of essure protruding through the serosal surface bilaterally is noted. Essure protruding through myometrium and into serosa on left side. The essure was deployed in the normal standard fashion, leaving about 11 coils. On deployment of the essure it was deployed without difficulty, but some of the coils came uncoiled, but still within normal limits in the right ostia. Patient received treatment for pelvic pain, abdominal pain, genital bleeding, psych injury, perforation uterus, migration, migraine, headaches, nausea, fallopian tube perforation. Abnormal bleeding(vaginal) and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are seen in the region of the uterine cornu on both sides.. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6)2018: adenomyosis. Secretory endometrium. Benign cervix with focal acute and chronic inflammation. Benign bilateral fallopian tubes. Paratubal cysts, right fallopian tube.. Ultrasound scan vagina - on (B)(6)2011: result: iud is high within the endometrial canal, but does not extend into the myometrium. Follicles are noted in both ovaries.; on (B)(6)2018: bilateral tubal occlusion devices. 1.6 cm right ovarian corpus luteum. Unremarkable left ovary.. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, migraine and abdominal pain. Lot number:717011 manufacture date:2010-02 expiration date: 2013-02 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pif received. New events added: fallopian tube perforation. Outcome of previously added events abnormal bleeding(vaginal) and menorrhagia were updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device-location of device: pelvic mesenteric fat') and uterine perforation ('perforation (uterus)/the tip of this device may have perforated through the tube or uterine wall') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dizziness, headache recurrent, vomiting, irregular menstruation and hemostasis. Concomitant products included butalbital;caffeine;paracetamol (fioricet) from (B)(6) 2016 to (B)(6) 2018, famotidine since (B)(6) 2018, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) since (B)(6) 2010 and sumatriptan (imitrex) from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2010, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia(painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea") and abdominal pain ("abdominal pain"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required), 8 years 3 months after insertion of essure (ess205). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea"), anxiety ("psychological or psychiatric problems: anxiety and mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, migraine, nausea, anxiety and depression outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2005 and (B)(6) 2010. Discrepancy noted in essure confirmation test in current pfs: no(per pfs). Coiled tips of essure protruding through the serosal surface bilaterally is noted. Essure protruding through myometrium and into serosa on left side. The essure was deployed in the normal standard fashion, leaving about 11 coils. On deployment of the essure it was deployed without difficulty, but some of the coils came uncoiled, but still within normal limits in the right ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: linear metallic densities are seen in the region of the uterine cornu on both sides.. Hysterosalpingogram - on an unknown date: which confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2018: adenomyosis. Secretory endometrium. Benign cervix with focal acute and chronic inflammation. Benign bilateral fallopian tubes. Paratubal cysts, right fallopian tube. Ultrasound scan vagina - on (B)(6) 2011: result: iud is high within the endometrial canal, but does not extend into the myometrium. Follicles are noted in both ovaries.; on (B)(6) 2018: bilateral tubal occlusion devices. 1.6 cm right ovarian corpus luteum. Unremarkable left ovary. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: nausea, migraine and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Essure lot number and race added. Product indication and essure implant date updated. Following events were added: migration of essure device, perforation (uterus), abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, dyspareunia(painful sexual intercourse), migraines/headaches, nausea, psychological or psychiatric problems: anxiety and mental anguish, depression and abdominal pain. Reporters, medical history, lab data and concomitant drugs were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.